Event description:
It was reported on (B)(6) 2023, the power PICC solo was inserted from the right basilic vein. The insertion site was located at 10 cm above the cubital crease, and 36 cm of the catheter was inserted internally, the tip at t6. On (B)(6) seepage that was clear liquid occurred at the insertion site. It was considered as liquids from the lymphangion. The gauze and dressing were changed everyday. On (B)(6) the seepage at the insertion site turned light green. The dressing was removed and after pre-flushing with 14 ml of solution, evident seepage occurred. Subsequently, 4 cm of the catheter was retracted and damage and liquid leaks were found. The PICC catheter was removed.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample of a product label indicating lot: regt3140 and one video sample were provided for evaluation. The video shows a 4 fr powerpicc solo catheter outside of patient use. The clinician is infusing a clear fluid through the hub and a bead of fluid is observed to leak near the 3 cm depth marker. The characteristics of the damage could not be inspected from the video provided.

Event description:
It was reported on (B)(6) 2023, the power PICC solo was inserted from the right basilic vein. The insertion site was located at 10 cm above the cubital crease, and 36 cm of the catheter was inserted internally, the tip at t6. On (B)(6), seepage that was clear liquid occurred at the insertion site. It was considered as liquids from the lymphangion. The gauze and dressing were changed every day. On (B)(6), the seepage at the insertion site turned light green. The dressing was removed and after pre-flushing with 14 ml of solution, evident seepage occurred. Subsequently, 4 cm of the catheter was retracted, and damage and liquid leaks were found. The PICC catheter was removed. Additional information received 7/23/2023: no blood cultures were drawn.